Manufacturer narrative:
On 12/5/2017, biosense webster received additional information regarding this event. The patient was female. The injury occurred during the mapping phase of the procedure. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient fully recovered. Ablation procedure successfully treated the arrhythmia. Patient factors cited that may have contributed to the adverse event include an ischemic heart. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical agilis 8.5 french sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time maintained at greater than 300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Additional concomitant products: baylis medical transseptal needle, model and lot numbers unknown. St. Jude medical agilis 8.5fr sheath, model and lot numbers unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography and echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was transported to the operating room for a surgical intervention. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.